Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 07, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 4114,11, 3331, 3221, 4315). Type of investigation #1: 4114 - device not returned. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned for evaluation; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. A representative retention sample was previously used for testing and no anomalies were noted with the device prior to testing. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during other non clinical activity, the white thermistor on the venous inlet is bent and a little loose. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4733 - connector/coupler . Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions . Medical device problem code #1: 1371 - loose or intermittent connection. Medical device problem code: #2: 2981 - material twisted/bent. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available